Event description:
There was an allegation of questionable false positive cobas® hcv (192t) results for 2 patient plasma samples tested on the cobas 8800 analyzer. Patient 1 initial result was 2.27e+001 iu/ml (hcv detected). On (B)(6) 2024, the repeat result from a new sample collected (B)(6) 202 was target not detected. On (B)(6) 2024, a new sample was collected and antibody testing for hcv was negative. Patient 2 initial result was 3.30e+001 iu/ml (hcv detected). On (B)(6) 2024, a new sample was collected and antibody testing for hcv was negative. On (B)(6) 2024, a new sample was collected and antibody testing for hcv was negative. On (B)(6) 2024, the repeat result from a new sample collected (B)(6) 2024 was target not detected. The results were reported as indeterminate.

Manufacturer narrative:
The cobas 8800 serial number was (B)(6). The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. This issue was consistent with contamination inadvertently introduced during sample handling or patients with an early acute hcv infection that may be undetected by serology.